Event description:
Complainant alleged that during functional testing, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing, including stress testing, without duplicating the customer's report. An internal inspection found moisture and debris in the tubing. The smart pneumatic module and all internal tubing were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.